Event description:
It was reported that as the unit was being opened to be used for a procedure, the staff instantly noticed a black hair in the packaging directly underneath the tube. A replacement was available and the procedure was successfully completed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.